Event description:
It was reported that the insulin pump is cracked and the drive support cap appears to be damaged. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin was received with cracked reservoir tube lip. The insulin pump was received with cracked belt clip slot.